Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the safety valve. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications.

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.